Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl) between 1 and 4 hours of wearing the pod. The patient reported cannula insertion problems; the user observed the small window not clearly turning pink and persistent high glucose despite boluses. The pod was removed after about 3 hours of wear.

Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 305 pulses. The needle mechanism was reset and found to be deployed properly. No damage or defects were observed that would result in a needle mechanism failure.